Event description:
Customer reported that pump battery was depleting too quickly, leading to a pump shutdown. Customer was informed that insulin on board and max hourly bolus reset to zero whenever pump turns off or resets and acknowledged understanding. There was no adverse impact to customer's blood glucose level. Technical support confirmed the battery depletion issue from pump history and decided to replace the pump, as it was still under warranty. Customer was instructed on storage mode and the return process for the faulty pump, as well as on using multiple daily injections (mdi) as a backup to ensure uninterrupted insulin delivery. Customer acknowledged these instructions.